Manufacturer narrative:
The axium coil was received, and evaluation of the device was completed. As received, the implant coil was detached from the pushwire within the introducer sheath. The detachment was not reported originally. The axium pushwire was found broken from the proximal end with the release wire exposed. During evaluation, the implant coil and distal end of the pushwire were pushed out from the introducer sheath. Under the microscope, the coin was found pulled back from the lumen stop, and the shield coil was present. All other subassemblies appeared to be normal and no other anomalies were observed. Follow up conducted based on device condition upon return; however, no response received from the customer. The axium pushwire was found broken; however, the cause for the break in the pushwire could not be determined. The implant coil likely detached from the pushwire subsequent to the break in the pushwire with the release wire pulled back (coin pulled back from the lumen stop). All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): directions for use: ¿slowly and simultaneously remove the axium detachable coil and introducer sheath from the dispenser track. Inspect proximal implant delivery pusher for irregularities. If irregularities exist, replace with a new axium detachable coil. Slowly advance the axium detachable coil out of the introducer sheath into the palm of your gloved hand and inspect for irregularities of the coil or the detachment zone. Due to potential risks of irregularities, a visual proof should be performed. If irregularities exist, replace with a new axium detachable coil.¿

Event description:
Medtronic received information that during coiling treatment of cavernous carotid fistula, during opening the package found the axim coil pushwire bent. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire.